Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided. The customer stated that the patient was an adult patient.

Event description:
The customer reported that the critical care and vascular access team experienced the male luer spin collar cracking during patient use. Although there is additional time that needs to be taken from patient care to get a new set of IV tubing, there was no negative impact or harm caused to the patient from the event.

Event description:
The customer reported that the critical care and vascular access team experienced the male luer spin collar cracking during patient use. Although there is additional time that needs to be taken from patient care to get a new set of IV tubing, there was no negative impact or harm caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the male luer spin collar cracked was confirmed. Visual inspection showed that the male luer collar of the set was cracked. Closer inspection under a microscope showed no stress marks or tool marks. The root cause of the crack is prolonged exposure to alcohol causing weakening of the plastic.